Event description:
User facility reported that when removing the guidewire from catheter, the catheter creased and became multiperforated and could not perform its function. There was no pt injury reported.